Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported a channel disconnect during a precedex infusion. This caused a 35 minute delay in patient care. The customer suspects the disconnect was related to an iui issue. No report of patient harm.